Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the air bubble in the reservoir. The customer stated that the size of air bubbles was smaller than a pee but bigger than a soda bubble. Customer allowed for insulin to warm to room temperature prior to filling reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.